Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they experienced a rash and itchiness around the tape area of the sensor which began after application and continued until removal of sensor a week later. Patient sought medical intervention on (B)(6) 2018 during which the doctor prescribed triamcinolone acetonide to be used for 7 days, twice daily. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.